Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tips of the instruments' grips were broken. Both of the clip applier grips were broken roughly at the midpoint. The broken pieces measured approximately 0.139 x 0.050 and 0.027 x 0.050 and were not returned with the instrument. Failure analysis concluded that the damage was likely due to mishandling. Failure analysis investigation also found the following unreported damages: the pitch cable was frayed at the distal. No damage was found at the clevis. There were indentations at the edge of the distal pulley. Failure analysis concluded that the indentations were likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken grips and the broken cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the small clip applier instruments' tip did not hold the clip. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.